Event description:
It is reported that the customer had high blood glucose levels of 258 mg/dl. The customer reported an unexpected restart alarm on the insulin pump which she was unable to clear. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, self test, and reset error test. No reset error alarms were noted. The insulin pump functioned properly. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.